Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: how was the product purchased? Yes. Could you please confirm if the vendor is authorized by jnj? Yes. Did the outer package show any signs of damaged when received? No. Was the package properly sealed when received? Yes. Was the device used on a patient? If so, was there any patient consequence? Yes see (B)(4) was the same lot. Are photos of the foils and box available to clarify what does not match? Yes. What is the product code and lot number on the outer box: j246h. What is the product code and lot number on the foil package: j246. What is the peoduct code and lot number on the folder (inside of the foil package): j246. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the ref number on the primary packaging did not match the ref number on the secondary packaging. There were no patient consequences reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. H6 component code: c22 - photo analysis. H6 component code: g07002 no device return. H3 investigational summary ¿ photo analysis: the product was not returned to ethicon for evaluation. A visual inspection of the received images was performed. The visual analysis of the images received for evaluation determined that a box and a foil package with an additional letter in the product code were observed. According to the specifications, the mode code (h,g,t,d) is only printed on the ceco (box) and this only tells us if the product is international or domestic. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.